Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated short interval counts (sic) and non-sustained tachycardia (nst) episodes. The lead was programmed integrated bipolar sensing at implant and all was fine until a week ago when sensing measurements dropped to low levels and there was some oversensing. Sensing changes were able to be replicated in various positions. The sensing was changed to true bipolar with good results; however a week later the r waves were low again on a remote transmission. It was found that the presenting rhythm showed ectopic or junctional beats that could have biased the r waves down. Sensing testing was conducted via manual tracings and it was confirmed that actual r waves were acceptable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, and there was an r-wave amplitude measurement issue. Beginning (B)(6) 2015, 991 ventricular sic occurred and there were high rate non-sustained episodes with evidence of lead noise oversensing. The right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained episodes and sic greater than or equal to 30 in 3 days. R-wave amplitude has been trending 0.25-0.375 mv with spikes to 5-6 mv and greater than 20mv.